Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #:(B)(4) description: linear 3-4 lead, 50cm model #: sc-4318 lot #: 20095468 description: clik x anchor.

Event description:
A report was received that the patient had some non device related issues with the scs. The patient was seen by infectious disease physicians. The patient underwent an explant procedure. No device malfunction was suspected.